Event description:
A malfunction on the pump was reported by the caller, who confirmed there were no notable events prior to the malfunction. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the caller in resetting the pump and provided pump reset information. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump. The caller was advised to contact technical support again if the malfunction code appeared in the future and acknowledged the instructions given.